Event description:
It was reported that the patient presented due to pre syncope. A warning had triggered on the right ventricular (rv) lead due to high impedance. Noise was observed, along with loss of capture, and a fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.